Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 9.7-11.8cm from the electrode tip. Internal insulation abrasion was noted at 15.0-15.2cm from the electrode tip. Internal insulation abrasion was noted under the svc shock coil at 20.2-20.4cm from the electrode tip. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted due to noise. Externalized conductor was observed via fluoroscopy.